Event description:
It was reported that the customer experienced a low blood glucose event, which required medical intervention, and that the insulin pump alerted a bad sensor notification. The blood glucose reading was 50 mg/dl, and the customer was treated by emergency medical services. The insulin pump had also alarmed change sensor at the time of the low blood glucose event. Advised that the sensor alerts may have been caused by fluctuations in blood glucose due to treatment for the low blood glucose event. Advised the customer to change the sensor and that a replacement would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44091.